Manufacturer narrative:
(B)(4). The hospital biomedical engineering staff evaluated the customers device and therapy cable and was unable to duplicate the reported issue. Physio-control evaluated the customers device and was unable to duplicate the reported issue. Physio downloaded the device's electronic records. Physio observed proper device operation through functional and performance testing and returned the device to the customer for use. After reviewing the device's electronic records, it was determined that the likely cause of the failure of the defibrillator to charge that was reported by the hospital staff was due to a lack of adequate connection to the patient through the defibrillation electrodes. The customer reported that the defibrillation electrodes used during this event are not available for evaluation as they have likely been disposed of. The cause of the inadequate connection to the patient cannot be conclusively determined.

Event description:
The customer, a biomedical engineer, contacted physio-control to report that during a patient event, the nursing staff attempted to deliver defibrillation energy to a patient however, the device failed to charge. The biomed reported that this was the second device, out of three, used during this patient event. The first device used is on medwatch report number 3015876-2017-01499. No other information is available for patient information or outcome. The customer advised that they were unable to provide any information about the patient.